Manufacturer narrative:
Additional information: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. Two of the three lots had an approved temporary deviation notification (dn) on each. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.

Event description:
Follow-up with the user facility was unable to confirm the reported estimated blood loss (ebl) of 520 milliliters (ml).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's administrative assistance reported that a patient experienced blood loss while undergoing hemodialysis (hd) treatment on a 2008k2 hd machine. The following details were provided. The crit-line iii bloodchamber ii device disconnected from the optiflux f200nr dialyzer with 15 to 20 minutes left in the hd treatment. The blood within the arterial line of the extracorporeal circuit was returned and the hd therapy was discontinued. The patient's estimated blood loss (ebl) was noted as being approximately 520 milliliters (ml). The patient's condition was fine. No patient adverse effects were experienced and no medical intervention was required as a result of this event. No malfunction of the 2008k2 hd machine was observed or identified, prior to, during, or following the hd treatment. There was no allegation that a bloodline malfunction occurred. The machine, dialyzer, bloodlines, and blood chamber were not available to be returned to the manufacturer for evaluation.